Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the peel-away sheath (dilator) of the device was found to be bent at the tip as it passes through the skin's entrance hole intraoperatively. It was also stated that there was a crack observed in the luer adapter. It was noted that the catheter was not repaired. There was no patient injury.